Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported repeated motor error alarms since (B)(6) 2014. The alarms occurred during bolus delivery. The insulin pump had not been dropped or bumped, or exposed to MRI or any strong magnetic field. The customer does not use the sensor feature. The customer was able to complete the rewind sequence. The alarm history was checked and the motor error alarms were related to no delivery alarms, with the same infusion set. The customer was advised to revert to a backup plan. The customer's blood glucose was 114 mg/dl. The malfunctioning device will be returned. Nothing further was reported.